Manufacturer narrative:
The ventilator was reported to fail the internal leakage test in pre-use check. Our service technician on site verified the problem and isolated the issue to one of the pressure transducer printed circuit board (pcb). After replacement of the pressure transducer pcb the ventilator passed pre-use check and was cleared for clinical use. No parts or logs were returned for investigation. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods or logs were returned the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).